Event description:
It was reported that prior to a case, there was a navio system failure. The system was unable to load through the start-up sequence. Technical support was contacted but unfortunately, the issue could not be resolved. The bilateral case had to be canceled, the patient was already in the anesthetic room. The investigation found the issue was caused by a dead battery on the computer's motherboard. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device was intended to be used in treatment and it was not returned to the complaint unit for initial investigation, thus visual inspection and functional evaluation could not be performed. There was no serial / lot number provided for DHR review so all lots of part number distributed to the field from when the part number was first inspected to the complaint occurrence date were reviewed. The search could not identify any issues that would potentially lead to a future performance issue. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The surgical system user's manual released at the time of the complaint provides instructions for troubleshooting computer issues. This is an identified failure mode within the risk assessment. We could confirm there was a relationship established between the reported event and the device. Photos of the device and the device were not returned for evaluation. However, it was reported that the system was unable to load through the startup sequence. Attempts to troubleshoot the failure were unsuccessful. Case had to be canceled. 2 weeks later it was reported that cmos battery was replaced and system check carried out with normal performance restored. Therefore, the root cause is mechanical component failure. The cmos battery issue is being further investigated and a corrective action has been requested. Per complaint details, the device malfunctioned during set-up/prior to use and the bilateral case had to be cancelled as troubleshooting steps "could not recover" the navio. Reportedly, the "patient was already in anesthetic room just about to get spinal". Based on the information provided no patient injury/impact resulted; therefore, no further medical assessment is warranted at this time.